Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a catheter revision due to a 3cm granuloma. The granuloma was removed and the catheter was revised. No patient symptoms were reported. The pump was used to deliver morphine 30mg/ml and baclofen 250mg/ml with a daily dose of 18.975 of morphine. Following the revision, the daily dose of morphine was decreased to 4mg and the baclofen to 33mcg. Per the reporter, the patient was doing fine.